Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The insulin pump had bleeding display glass.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have been exposed to moisture. Customer also reported that the insulin pump was cracked from being dropped. Blood glucose level was 108 mg/dl at the time fo the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.